Event description:
The customer reported his blood glucose reached 350 mg/dl less than 24 hours after the pod was activated. He stated that he heard the needle retracting "more slowly" than it normally does, like it was "struggling" to go back into the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.